Manufacturer narrative:
Product event summary: the sheath 4fc12, with lot number 91125 was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked 2.5 inches from the tip of the sheath. They were unable to do the insert test. The shaft kink could have occurred post procedure. In conclusion, the sheath failed the performance test due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a procedure was completed with cryo, the sheath was returned and it subsequently tested out of specification per the manufacturer's investigation.